Event description:
Vns pt had passed away the day after vns implant surgery. The implant surgery occurred without complication. The pt ws receiving vns therapy at the time of death as stimulation was initated in the operating room at the time of implant. No autopsy was performed. Death certificate lists myocardial infarction as cause of death.